Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a pump error 43 alarm during rewind. The pump passed the self test however, unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 43 alarms. Successfully downloaded the trace and history files using thus. A review of the pump history file reveals on 5/22/2023 there were three (3) pump error 43 alarms (19:54, 19:55, and 19:58) plus one pump error 43 alarm that was triggered during testing. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and vibrate harness assembly. Rust and corrosion were found on the motor and motor home switch. Pump error 43 alarms during rewind are due to a corroded motor home switch. A test p-cap locks into the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing serial number label, pillowing keypad overlay, and cracked battery compartment at the corner of the belt clip rails. Cosmetic damage on the battery compartment (corner of the belt clip rails) is confirmed. Moisture damage was found during a visual inspection. Pump error 43 alarms are confirmed due to a corroded motor home switch. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported crack in the case of the pump.  Troubleshooting was performed and danage was found at back and battery compartment. No harm requiring medical intervention was reported. The device was returned for failure analysis.